Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a site/set/cart (o-ring issue) issue. It was reported that the internal o-ring was damaged. It was reported that the user¿s blood glucose (bg) readings were above 250 mg/dl; however, the readings did not exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia, nor was there a report of positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the issue is not always obvious and detectable prior to use and can result in under-delivery of insulin.